Manufacturer narrative:
Product event summary the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5554-53 lead, implanted: (B)(6) 2005; 6947m62 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the left ventricular (lv) lead exhibited rising thresholds. It was also reported that the lv lead exhibited high thresholds, and no capture. The lv lead was capped, remains in the patient out of service, and a different lead was implanted. No patient complications have been reported as a result of this event.